Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis found no evidence of anomalies.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp)via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that during recharging, the patient felt a "pins and needles" sensation in the pocket. It was also stated that an infection developed in the device pocket so the implantable neurostimulator (ins) and extensions were explanted and cultures were taken. The pocket was washed out and the patient was placed on antibiotics. There are plans to replace the devices once the infection clears.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.